Event description:
The catheter was placed surgically in the right internal jugular vein. After four days diminished blood flow over the catheter was noted. A chest x-ray was done and the catheter repositioned. Again disfunction occurred and the catheter tip repositioned. Two months later pt complained of right thoracic pain. A chest x-ray revealed an "infiltrative" lesion projecting over the top of the right lung. After one week of antibiotic treatment, a radiograph revealed extravasation in the subcutaneous tissue projecting over the right lung. The lesion was believed to be the result of leakage through a fractured tunnel catheter. Subsequently, the jugular catheter was removed and a new catheter positioned.